Event description:
It was reported that patient presented to office with painful hip. X-ray revealed malpositioned cup, taken to or and revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient presented to office with painful hip. X-ray revealed malpositioned cup, taken to or and revised.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.